Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable thyroid results for 4 patient samples tested on a cobas e801 module. The 4 samples were submitted for investigation. For sample ID (B)(6) discrepant results for elecsys tsh (tsh) were identified between the customer's e801 module, a cobas e801 module used at the investigation site, a cobas 6000 e 601 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site, and the centaur method. For sample ID (B)(6) discrepant results for both tsh and elecsys ft3 iii (ft3 iii) were identified between the customer's e801 module, a cobas e801 module used at the investigation site, a cobas 6000 e 601 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site, and the centaur method. For sample ID (B)(6) a discrepant result for tsh was identified between the a cobas e 411 immunoassay analyzer used at the investigation site and the centaur method. For sample ID (B)(6) discrepant results were identified between the customer' e801 module, a cobas e 411 immunoassay analyzer used at the investigation site, and the centaur method. It is not known if any erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The customer's e801 module serial number was not provided. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e601 module was 277945 with an expiration date of 30-sep-2018. The ft3 iii reagent lot number used with the e411 analyzer was 257857 with an expiration date of 31-jul-2018. The ft3 iii reagent lot number used with the e801 module at the investigation site was 257824 with an expiration date of 31-oct-2018. Calibration and qc results were acceptable at the investigation site. Based on the information provided, a general reagent issue is not suspected. The investigation was unable to find a definitive root cause